Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor became aware that previously-submitted psr reference (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 415cc mentor memoryshape breast implant experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was confirmed through a physical examination. As a result, the device was explanted on (B)(6) 2018. On (B)(6) 2019, mentor became aware that previously-submitted psr reference (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. This report contains supplemental information for mentor psr reference number (B)(4).